Event description:
The handpiece overheated during a procedure and the patient received a thermal burn injury to their lip. The injury was treated by the doctor in the office at the time of the incident. The patient has had a follow-up visit with the doctor since the incident and the injury has healed normally without need for additional medical treatment. (B)(6) has been unable to obtain the date of the incident or the patients information from the dental practice.